Event description:
The customer reported that during transport, while the unit was in use on a pt, the unit shutdown while going over a door threshold. The pt was switched to another unit, and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that when the top of the solenoid driver board was tapped, the unit shutdown. The company rep removed the solenoid drive board and reseated all connectors. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.